Event description:
While deploying a stent in the right iliac, the balloon catheter broke and was caught up in the stent. The balloon/stent combination could not be removed through percutaneous technique so the pt as transferred to the or for surgical removal of the balloon, stent, and sheath.